Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-01850 & 04942 / 04943).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, acetabular osteolysis and peri-prosthetic soft tissue abnormalities with features typical of an adverse reaction to metal debris were noted. The simple fluid in the posterior lateral quadrant of the right hip measured 32.6x30.2x36.8 mm. Patient further reported pain, limping, numbness, and tenderness. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Correction: initially reported in error that no symptoms were reported by the patient.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, acetabular osteolysis and peri-prosthetic soft tissue abnormalities with features typical of an adverse reaction to metal debris were noted. The simple fluid in the posterior lateral quadrant of the right hip measured 32.6x30.2x36.8 mm. Patient further reported pain, numbness, and tenderness. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, acetabular osteolysis and peri-prosthetic soft tissue abnormalities with features typical of an adverse reaction to metal debris were noted. The simple fluid in the posterior lateral quadrant of the right hip measured 32.6x30.2x36.8 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.